Manufacturer narrative:
The customer reported that the multi-gas unit is not functioning properly, readings are intermittently not given, not accurate and not consistent. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is not functioning properly, readings are intermittently not given, not accurate and not consistent.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the multi-gas unit is not functioning properly, readings are intermittently not given, not accurate and not consistent. The unit was cleaned and evaluated. The reported problem of not functioning properly was duplicated. The unit stayed in constant warm up mode and would not calibrate. The gas sensing unit was replaced to resolve the issue. The unit was tested per the operator's/ service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.